Event description:
Information was received indicating that a smiths cadd solis vip ambulatory infusion pump displayed error code 41541. There was no reported injury to the patient.

Manufacturer narrative:
One cadd solis vip pump was returned for analysis in good condition. The device's log was not available due to error code. The power up process revealed that the reported complaint of error 41541 was duplicated. The issue is due to a faulty latch lock sensor.